Event description:
Additional information was reported indicating that the noise oversensing on this right atrial (ra) lead continued. Additionally, it was observed that the oversensing was causing pacing inhibition, with no asystole. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.